Event description:
During a surgical procedure, the ring that holds the ceiling cover on the center tube broke, and pieces fell into the surgical incision. Pieces were removed, but an x-ray required to ensure that there all pieces were removed from the site. No injury was reported.

Manufacturer narrative:
The ring was examined by a berchtold service representative on (B)(4) 2012. The ring was found to have broken in half, and 3 or the 4 retainer screws were found with the ring. The light is not maintained by berchtold. A new ring was installed by facility personnel.